Manufacturer narrative:
Further investigation of the patient sample found an interference by a high molecular weight compound, presumed to be igg. This type of interference is documented in product labeling for the assay.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient from cobas 6000 e 601 module serial number (B)(4) compared to the results from a cobas h2323 meter. The h232 meter is not sold nor is like or similar to a device sold in the united states. The result from the cobas e601 was 1368 ng/l and was reported outside the laboratory. Another sample taken from the patient at the same time was tested on the cobas h232 meter and the result for the poc troponin t strip was <40 ng/l. The result from the t quantitative strip was <50 ng/l. A heart pet scan and some additional testing was performed. No specific information was provided. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's high result was reproduced.